Event description:
It was reported to hill-rom that during the transfer of a patient to the bed it was alleged that the lift arm unexpectedly dropped. No injury alleged. Ref MFR report 8030916-2014-00036.